Event description:
It was reported that the right atrial lead triggered a lead warning due to a polarity switch. The unipolar impedance was higher than the bipolar impedance. Noise was not able to be elicited. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.